Manufacturer narrative:
The device was returned to the manufacturer for examination, and an investigation will be completed using the details of the event and the catheter manufacture information. The results of this investigation are currently pending, and will be forwarded to FDA within 30 days of its conclusion via follow-up MDR.

Event description:
Upon catheter removal the catheter was found broken between the hub and catheter.

Manufacturer narrative:
The complaint and returned sample have been submitted to vygon (B)(4), which is where this part was manufactured, for evaluation. Examination of the faulty sample showed that the catheter broke off just distal the anti-kink collar. When examining the breakage area microscopically a rough, jagged surface was visible which is typical for high tensile force. This rupture could have been caused in several ways: adhering dressing to the catheter during dressing change, or the patient's arm or foot caught the catheter cause the break. Each catheter is leak and flow tested before packaging, therefore a production fault is very unlikely. This complaint is not confirmed.

Event description:
Upon catheter removal the catheter was found broken between the hub and catheter.